Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and the keypad rubber was lifted up near the ok key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the down arrow, contrast and ok keys were intermittently unresponsive and require hard presses to elicit a response. The up arrow key is hypersensitive when pressed. There was evidence of keypad contamination found under the key contacts and the up and down arrow key contacts were found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that all keypad buttons were extremely difficult to press and required multiple presses before functioning. The patient denies trauma or water exposure to the pump and reported no tears/rips in keypad rubber. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.